Manufacturer narrative:
This supplemental report is being submitted to provide the investigation and to correct the event date from 09/01/2025 to 09/15/2025. Without a sample or photos for evaluation, it is not possible to determine whether there was a manufacturing defect related to the disposable, and thus, a root cause cannot be determined. The device history record (DHR) was reviewed, and the lot was manufactured according to approved procedures, meeting all specifications for release without any noted manufacturing deviations that could have contributed to the reported incident. No corrective actions nor impact assessment are required at this time.

Event description:
The patient underwent an unknown interventional procedure utilizing a vascade (model/lot number) vascular closure device. The device was deployed via a 6f sheath and inserted into the patient's femoral artery. During sheath removal over the vascade device, the performing physician noted that the black distal sleeve of the device separated. Despite attempts to gather additional information no further details were provided pertaining to the patient's course of treatment or the vascade device retrieval. This is report 2 of 2.

Manufacturer narrative:
The vascade 6/7f vascular closure device was discarded by the user facility. The investigation into this matter is ongoing. Please reference related MFR. Number: 3011469355-2025-00040 that was submitted to cover the reported event that required surgical intervention.